Manufacturer narrative:
Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched display window. No cracked on belt clip slot noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a cracked case. Plastic pieces were coming off from the reservoir compartment. Customer's blood glucose was 13 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.